Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that the pt said that they used to have an ins device, however the agent was unable to locate any records in the system. The pt said that the ins was removed and that they needed paperwork and model numbers for mris. The pt did not have anything pertaining to the ins. The pt said that the ins was from around 2005. The pt said that the ins was implanted at (B)(6) and was taken out at (B)(6) hospital. The pt said that they had trouble with the device so they had to have the device replaced once. The pt then said that they had a device that said restoreadvanced. The pt said that they had the actual ins that was implanted and removed and that's what they were looking at. The pt then provided a serial number of (B)(6) from the device itself. The agent was still unable to pull up any records. The pt found an admittance tag with a barcode that had a date of (B)(6) 2014. The pt said that they thought the tag was from (B)(6) when the ins was removed. The pt said that they had a bunch of bad seizures and the ins wouldn't stop shocking them. When asked for the event date, the pt said that they thought it might have been around 2014. When asked for hcp, the pt said that there were three different doctors that were involved. The agent redirected the patient to their healthcare provider to further address the reported issue/possibly locate records.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.